Event description:
Seven days after implantation, the recipient presented with a non-healing, ulcerative incision. The user was explanted. Reimplantation will be performed once the recipient has recovered.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the surgical incision in the post-operative period. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
Seven days after implantation, the recipient presented with a non-healing, ulcerative incision. The user was explanted. Reimplantation will be performed once the recipient has recovered.